Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported limb ischemia and myocardial infarction, as well as a direct correlation to heartmate ii lvas, serial number (B)(6) could not conclusively be determined through this evaluation. The patient remained ongoing on heartmate ii lvas, serial number (B)(6), until they underwent pump exchange on (B)(6) 2021 (refer to MFR# 2916596-2021-02768). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 20sep2016. The heartmate ii lvas IFU is currently available. This IFU lists peripheral thromboembolic event and myocardial infarction as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The section of this document entitled ¿anticoagulation therapy¿ provides details regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's other admissions for thrombus/ischemia are referenced in MFR numbers 2916596-2021-03018, 2916596-2021-030, 2916596-2021-02768.

Event description:
It was reported that the patient was admitted (B)(6) 2017 to (B)(6) 2017 for limb ischemia. Vascular surgery was done on (B)(6) with ultrasound guided access to left common femoral artery (cfa) and aortogram with right lower extremity angiogram with radiologic interpretation and supervision. 1st, 2nd, 3rd order arterial tree cannulization and percutaneous transluminal angioplasty (pta) of right profundal were done. Pta of right superficial femoral artery (sfa) followed and a drug-eluting stent (des) sta origin with 7 x 80 zliver was placed. Vbx stent graft 8 x 29 was placed on common iliac artery (cia) on the right side, and the same was placed on the external iliac artery (eia) on left side with pta of cia on left. The patient had chest pain on (B)(6) secondary to non-st elevation myocardial infarction. Superficial femoral artery stent occlusion status/post angiogram. Angioplasty and drug-eluting stent were used as treatment. Revatio (sildenafil) and isordil (isosorbide dinitrate) stopped, and chest pain resolved.